Manufacturer narrative:
Valve was not implanted; no date should have been entered. The valve was returned to edwards for evaluation, an unknown material was found on the inflow side of the valve. The particulate was approximately 2mm long and was fibrous with a light blue hue. The valve was then observed under 8x magnification and there was no observable damage to sutures, frame, skirt, or leaflet of the valve. Chemistry analysis showed the particulate was approximate match to a fibrous cellulose-like material. Engineering evaluation of the returned valve confirmed valve contamination. Based on the fourier transform infrared spectroscopy (ft-ir) chemistry analysis, the cellulose-like particulate is not similar to known manufacturing sutures or valve components used in the manufacturing floor. The source of the complaint particulates could not be determined, however, it is possible that they could originate from personnel¿s clothing during handling in manufacturing. While particulates can come in contact with the device from various sources, including manufacturing cleanroom and operating room environments, a review of complaint data shows the frequency of particulate related complaint to be low, thus re-enforcing edwards¿ manufacturing and inspection controls. Sapien valves are manufactured under controlled environments which meet all industry cleanliness classification requirements per iso14644-1, 2. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures per standard operating procedures to reduce particles and control contamination that could impact product. Throughout the manufacturing process sapien xt valves are 100% visually inspected. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. As part of a previous investigation for similar complaints, clarification of the inspection step was added to the manufacturing work instruction. Further long term actions are being pursued in a CAPA.

Event description:
During set up for a tavr procedure, after the valve was rinsed twice in a saline bath, two spots were noted on the inside of the valve. The spots appeared either blue or black. The valve was placed back into the wash and there was no change, the spots were still observed. A second valve was opened and the procedure was completed.

Manufacturer narrative:
(B)(4). Investigation is ongoing.